Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was noise present which was causing "false" fast ventricular tachycardia episodes to be recorded. The device remains in use and no patient complications have been reported as a result of this event.